Event description:
It was reported that during a shift check, the autopulse resuscitation system displayed a user advisory message of ua07 (discrepancy between load 1 and load 2 too large), that was unable to be cleared. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the MFR did not indicate a potential safety issue. The device was subsequently returned to the MFR and analyzed. The customer's reported problem could not be duplicated. User advisory message of ua 07 (discrepancy between load 1 and load 2 too large) was observed in the archive data, but could not be replicated during testing. The load cell output was measured with the load plate off the bench top. Both load cells incremented the same when identical weight was put on each. The board was run with a test manikin and battery and no faults were observed. The board was also run with a lrtf (large resuscitation test fixture) equivalent to a 250 pound pt and had no problems. During visual inspection, it was also noticed that the encoder cover and some screw posts were damaged. The encoder cover was replaced and the board passed final test.